Event description:
It was reported by service report that the scale was not working. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Scale not zeroed correctly.